Manufacturer narrative:
Additional information: upon receiving the pump, the distributor performed a history review and system check. Pump history did not show any alarms that would indicate the pump had a failure of malfunction. Troubleshooting was performed and the pump performed as intended. No failure was identified to have occurred.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery was not charging. There was no reported adverse impact to customer's blood glucose. Customer reverted to using an alternate method of insulin therapy.